Event description:
The mother reported via phone call that the customer had a failed battery test alarm on the insulin pump. The mother was disconnected from the call before further troubleshooting was completed. Customer's blood glucose was 87 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.